Event description:
The reporter called and alleged discrepant results when compared to the lab on four patients. The reported device results/lab inrs were >8.0/2.7 in 2006, >8.0/4.0; on the same day, 6.0/3.7, and 6.0/3.3 both on the following day. Coumadin was adjusted based upon the lab. The device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
Additional patient information provided: female, atrial fibrillation. Meds: coumadin, lipitor, glucovance. Another patient was also a female with dvt. No other patient information was provided.